Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracies. A root cause could not be determined via data. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with nordic bluetooth device was performed and the transmitter passed. The share log was reviewed, and inaccurate cgm values were found on the issue date. The reported inaccuracies were not confirmed with the returned transmitter, but they were confirmed during data review. A root cause could not be determined.